Event description:
Pt has used the previious style quick-set for over one year with little or no indication of an interrupted insulin delivery. The first 5 quick-set plus infusion sets all produced a no delivery pump alarm within 8 hours of subcutaneous insertion.